Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high creatinine (cr-s) results generated by the unicel dxc 600 pro synchron clinical systems for several samples from one patient. The specimens were re-tested on a different instrument at another hospital using the cream methodology and lower results were obtained. The results were believed to be the correct results. Treatment was not initiated or withheld; the high results were not released out of the lab.

Manufacturer narrative:
Qc before and after the event was within the lab's established ranges. Service was not dispatched for this event. The sample is not available for investigation. It is known that sulfamethoxazole/trimethoprim may interfere with creatinine determinations by the jaffe alkaline picrate assay, resulting in overestimations of normal values. While the medication could be a contributing factor in this event, there is not enough information to determine the root cause. A malfunction will be assumed for the purpose of this report.